Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had device pocket infection and sepsis. The entire system was explanted. No further patient complications have been reported as a result of this event.